Manufacturer narrative:
The reported event of "missing battery" error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that during a pca infusion, a ¿missing battery¿ error occurred. The staff wanted to know how to retrieve the pca history before powering down the system. There was no report of patient harm.